Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly for three devices fourth top right segment and for fourth device fourth bottom left segment of the large volume pump modules was dim, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly for three devices fourth top right segment and for fourth device fourth bottom left segment of the large volume pump modules was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 4 out of 4 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. It was confirmed that 4 out of 4 lvp display board assemblies exhibited dim segments. The exact root cause was not identified. Review of the (B)(6) service history record showed the device had a manufacture date of 10-jun-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 12-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6) service history record showed the device had a manufacture date of 11-jun-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 12-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6) service history record showed the device had a manufacture date of 28-oct-2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 12-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6) service history record showed the device had a manufacture date of 11-jun-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 12-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only dim segmenets were returned.